Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an inability to establish communication with a testbed monitor. Supplemental testing isolated this inability to a damaged rs-232 transmitter/receiver. Replacing the component enabled the controller to communicate with the testbed monitor. The most likely root cause of the reported event can be attributed to a damaged rs-232 transmitter/receiver, most likely as a result of an electrostatic discharge event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that a patient was seen in clinic. When an interrogation of the controller (B)(4) was attempted the controller would not register on the monitor. A different monitor was attempted, the controller still did not register. The coordinator reports confirming a secure connection to the monitor. The controller was changed out, using the hospital inventory. The new controller registered on the monitor without any issues. No impact on the patient was noted.

Manufacturer narrative:
Additional information received per vad coordinator, patient was seen in clinic on (B)(6) 2016, when an interrogation of the controller (B)(4) was attempted the controller would not register on the monitor. A different monitor was attempted, the controller still did not register. The coordinator reports confirming a secure connection to the monitor.